Event description:
It was reported that metal shavings from the blade flaked off inside patient. Another blade was used to complete procedure.

Manufacturer narrative:
Additional information will be provided once investigation is completed.